Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump was taken by police during incarceration. The blood glucose reading rose to 485 mg/dl. Customer having problems with his kidneys. Customer was hospitalized. Customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.